Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized at the time of death. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). A review of device history was performed and it was determined that the device was distributed for use over 5 years ago and has been reconditioned/serviced since its original manufacture date; therefore, there are no nonconformities, rework activities, or first pass test specification failures related to this complaint. The review indicates manufacture of the device is not related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was not performing or receiving peritoneal dialysis at the time of death. The patient was hospitalized prior to death for an unknown indication and passed away during the time of hospitalization. The device was received for evaluation. As the patient was not receiving or performing peritoneal dialysis at the time of death, the device is no longer considered to be suspect. Should additional relevant information is obtained, a supplemental report will be submitted.